Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion: off-label use [anterior endothelium chamber depth < 3.0mm (2.76mm)]. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+2.0/156 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. The surgeon reports the following: elevated iop, significant reduction of irido-corneal angles (ica), addition of new pi (surgical), anterior chamber irrigation/evacuation of visco/fluids, "shallow ac," decrease in ua, and corneal edema. States the problem started to resolve after "tow time ac wash" and "ac reformation." On (B)(6) 2018 the lens was explanted due to excessive vault. Attempts to obtain updated information have not been successful.

Manufacturer narrative:
Additional information received from reporter indicated: "the last status was at 3 days post icl removal: corneal edema + ischemic iris; different grades. Surely no exchange lenses have been implanted." Device evaluation: lens was returned dry, with clear surgical residue/debris on product, in a steripack. (B)(4)